Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes comparing endovascular and open abdominal aortic aneurysm repair in octogenarians. Oonagh scallan, teresa novick, adam h. Power, guy derose, audra duncan and luc dubois journal of vascular surgery, vol 71 issue 4 https://doi.org/10.1016/j.jvs.2019.06.207. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non-mdt stent grafts in were implanted in patients for endovascular aortic repair. The following events were reported: malfunction: type ia endoleak type ib endoleak type iii endoleak.